Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate or confirm the customer reported complaint. The instrument was placed and driven on an in-house system, passed the recognition and engagement tests, moved intuitively with full range of motion in all directions, and the grips opened and closed properly. The instrument was retested and passed on both attempts. The instrument was fully functional. The housing was removed for inspection and found no damages. There was no problem detected.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument would not open or close. The procedure was completed as planned with no report of patient harm, adverse outcome, or injury.